Event description:
The patient underwent an arterial flutter ablation procedure using the vascade mvp, which was inserted into an 11fr sheath. The physician reported that during the procedure the patient had been administered 10000 units of heparin and having difficulty closing the sheath site, leading to significant bleeding. Despite appearing fine 1-hour post-procedure, the patient began saturating the gauze, requiring additional pressure and 3-4 dressing changes. Due to continuous bleeding, the patient was kept overnight for observation. 24 hours post-procedure, the physician noted that the collagen plug was sticking halfway out of the access site. The collagen was removed, and fem stop was applied. A vascular surgeon was consulted and determined that this was a venous bleed. The surgeon sutured the vein and used another device to stop the bleeding.

Manufacturer narrative:
The vascade mvp was not returned for evaluation as the single device was discarded by the user facility. No further investigation could be performed. A complication such as retroperitoneal bleeding are general complications which may be related to the endovascular procedure or the vascular closure procedure.

Manufacturer narrative:
The root cause of the reported complaint cannot be determined at this time; it is not possible to determine if there was a defect related to the manufacturing of the disposable due to a defect was not confirmed/ no sample provided for evaluation. This lot was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, nce's or capas that would have contributed to the reported incident.